Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary, the drawer 1 was failed to close and stuck. The customer stated that this malfunction caused a delay to the patient care, since they managed to get medication from other station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary, the drawer 1 was failed to close and stuck. The customer stated that this malfunction caused a delay to the patient care, since they managed to get medication from other station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full-height cubie drawer was not closing. The field service engineer (fse) connected with pharmacy staff and observed that the rail ball bearing slide had come out. The rails were replaced, and the customer verified the repair using the test drawer. The customer confirmed the drawer was functioning properly. The system functioned as intended after the field service engineer repaired the device.